Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the pod failed and caused the patient to go to the emergency room at the end of (B)(6) 2018. No further details were provided or able to be obtained.